Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: physical device was not returned for evaluation. No photo was provided for review. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported silk thread cannot be pulled issue for all the devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided percutaneous drainage chronic catheter placement procedure using navarre universal drain. During preparation of a chronic catheter placement procedure, the silk thread was allegedly cannot be pulled. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided percutaneous drainage chronic catheter placement procedure using navarre universal drain. During preparation of a chronic catheter placement procedure, the silk thread was allegedly cannot be pulled. The procedure was completed by replaced with another device. There was no patient contact.